Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.